Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted due to a gi bleed. The pt had a scope performed, but no capsule study or clipping was done. The source of bleed is unk. The pt required transfusions. The center planned to switch the pt's medication from coumadin to lovenox.